Event description:
It was reported that the procedure was to treat a heavily calcified distal right coronary artery. After pre-dilatation to the target lesion, the xience skypoint was advanced, but the stent strut was got caught on the calcification. Therefore, the stent slid (dislodged) on the delivery catheter but remained on the delivery system. Another xience was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.